Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable low elecsys hiv combi pt (hiv combi) results for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to other unknown methods. The initial cobas e411 hiv combi result was 0.286 coi with a repeat result of 0.341 coi, both results non-reactive. The sample was sent out to 3 other locations and all the results were positive. Specific results were not provided. The repeat testing method used was not known, but was probably performed on an architect system. It was also stated that another sample from the patient was sent to another laboratory with a positive result. No further specific information was provided. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e 411 serial number was (B)(4). The field engineering specialist replaced the measuring cells. The environment and water quality at the customer site were considered good. The field engineering specialist also stated that the sample was retested in a public health laboratory with a negative result. Specific result or method used was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The customer does not use rack adapters. The customer had the patient sample tested at another laboratory with a negative result. The specific result was not provided but it was stated the result was "the same result from our system." The customer believes the initial hiv combi result of negative that was reported outside of the laboratory was correct.